Event description:
Additional information received noted that the patient experienced symptoms of fatigue.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in the emergency room due to bradycardia. It was noted that the right ventricular (rv) lead was worn and showed insignificant wear as confirmed via chest radiography. The rv lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was recovering post-procedure.